Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent breast augmentation revision with mentor smooth round moderate profile 225cc saline prostheses. On (B)(6) 2018 bilateral spontaneous deflation was confirmed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-06217 for contralateral prosthesis report).

Manufacturer narrative:
Additional information was received on 10/29/2018. The devices were explanted without replacement. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The lot number could not be found in our records. Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. It is possible that an incorrect lot number was provided. Manufacturer¿s reference number: (B)(4).